Event description:
Additional information was provided from a healthcare provider (hcp) via a company representative (rep) stated that the pump had chronic motor stalls with no magnetic resonance imaging (MRI) scans. There were no known environmental/external/patient factors that may have led or contributed to the issue. The log was checked. The pump was replaced. The catheter was patent. The issue was resolved. The healthcare provider (hcp) has no further information for medtronic.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the company representative reported that the cause of the motor stalls was unknown. No diagnostic testing was done and at this point the motor was recovered so a roller study would not help. The catheter was not impacted at this time. The patient was interrogated on magnetic field interaction and it was confirmed that this was not the cause of the stall. The course of action had not yet been decided by the physician.

Manufacturer narrative:
H3. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was receiving morphine via an implantable pump for non-malignant pain. It was reported that the patient woke up at 5am yesterday and the pump was beeping. About a half hour later the alarm started again. Their healthcare provider directed them to call medtronic. The pump was last filled on 2025-03-12. They were hearing a couple of beeps. The rep later called in and stated the patient had been hearing the pump alarm every few days since their last refill and the logs showed several intermittent motor stalls and recoveries that typically lasted around 30 minutes with one lasting a couple of hours. Agent reviewed potential causes for motor stalls and sent consumer magnet response letter. Reviewed option to continue to monitor for future alarms or stalls or to replace the pump if they felt it was necessary.